Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The apl (automatic pressure limiting) valve was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2008. The month of manufacture was march. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, apl is faulty. The patient involvement is unknown.